Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure alarm had occurred. A philips authorized service provider (asp) went onsite and performed a functional check of the unit. The philips asp confirmed that the unit presented a "proximal pressure disconnection" message. The philips asp suspected that there was a possible disconnection of temperature sensors from the tubing which caused the pressure drop in the system. The philips asp informed the customer to check the connection of the temperature sensors of the tubes. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.